Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 31 reports, regarding 34 devices, for this device family and failure mode. During this same time frame 1,578,649 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, the user is advised the following: if desired, optional sound cap (8 mm, 12 mm) may be placed on cannula at this time. (Note: if using optional sound cap, use caution when inserting a sharp or large device through the cannula. The optional sound cap may be removed from the cannula at any time during the procedure and should be removed before inserting any sharp or large objects into the cannula.) We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias8-100lp, airseal 8/100mm port was being used on (B)(6) 2024 and the ¿airseal sound cap that broke off into the patient at acct... It was an 8mm port where a rolled kittner was being passed through. They have been educated to take the sound cap off in the future when passing these through the port. There was no patient injury but delayed the procedure by 2 minutes while the piece was removed. Product is not available for return.¿ this report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the ias8-100lp, airseal 8/100mm port was being used on (B)(6) 2024 and the ¿airseal sound cap that broke off into the patient at acct... It was an 8mm port where a rolled kittner was being passed through. They have been educated to take the sound cap off in the future when passing these through the port. There was no patient injury but delayed the procedure by 2 minutes while the piece was removed. Product is not available for return.¿ this report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.